Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. A replacement device was sent to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device does not turn on with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the product assessment center (pac) for further evaluation. The pac technician also duplicated the reported issue. Root cause was determined to be the reed switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.